Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified left popliteal artery. After a mammary guide catheter crossed the lesion, a 6.0x60x135 cm express ld vascular was selected to treat the lesion but failed to cross. However, when the device was removed, the physician noted that the stent was withdrawn from the stent delivery system. The dislodged stent was at the level of the abdominal aorta before the bifurcation. The procedure was not completed due to ischemic acute syndrome of the left lower membrane.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the entire shaft found no kinks or damage along its length. The outer diameter of the shaft was measured at 1.75mm. An examination of the balloon found no damage. The balloon did not appear to have been subjected to any positive pressures and was tightly folded around the shaft. The stent was detached from the balloon and was received in a plastic container. There was clear evidence of stent crimp on the balloon material. An examination of the detached stent found that the stent was stretched and damaged with many of the stent struts misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified left popliteal artery. After a mammary guide catheter crossed the lesion, a 6.0x60x135 cm express ld vascular was selected to treat the lesion but failed to cross. However, when the device was removed, the physician noted that the stent was withdrawn from the stent delivery system. The dislodged stent was at the level of the abdominal aorta before the bifurcation. The procedure was not completed due to ischemic acute syndrome of the left lower membrane.